Manufacturer narrative:
Internal reference: (B)(4). This case was reviewed and investigated according to the manufacturer¿s policy. Block g4: the initial report submitted 09/02/2020 had an inadvertent entry error of 08/03/2020. Correct date is 07/29/2020. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to the alleged death or deterioration in the state of the health of any person.

Event description:
This follow-up supplemental report #1 is being submitted to correct an inadvertent entry error in g4, the date received by manufacturer (becomes aware date).

Manufacturer narrative:
Internal reference: (B)(4). This case was reviewed and investigated according to the manufacturer¿s policy. Attempts to obtain patient information of ID, age, weight, ethnicity and race have been unsuccessful to date. Attempts to obtain the patient information were made via email. All reasonably known patient information is included in this report. Additional information received; the physician was trying to insert the device through stenotic, tortuous, segment 3 to segment 4 area on the rca. At the bifurcation in segment 4, the physician felt the wire could not advance anymore and pulled it back to segment 2, then he felt resistance. He continued pulling back with force, and then he found the coil was elongated and the separated tip was left in the patient body. With foreign-body-removing device, the tip was retrieved. The implant or explant dates are not applicable to this device. Not applicable for this device. Concomitant medical products: soutenir nv; asahi intecc. Initial reporter: state/prefecture is (B)(6). The returned device was visually and microscopically inspected. The distal coil was highly stretched. The distal coil was broken near the sensor housing. Rough and sharp edges were observed. The shaping ribbon was broken and twisted near the distal edge of the sensor housing. All parts were accounted for and there are no parts missing. Remedial action: does not apply to this submission. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria.

Event description:
It was reported during a planned diagnostic coronary procedure, the tip of the manufacturers device was in the rca (right coronary artery) and could not cross the vessel. During device retrieval resistance was encountered. The distal coil was found stretched and separated. The separated portion was retrieved with a snare and wire. Vessel: right coronary artery. This adverse event is being submitted because additional intervention was required to remove the manufacture's device.